Event description:
It was reported that during a lap cholecystectomy, the devices locked on tissue when applying the clips. The cystic duct was clipped above and below the devices and tissue was cut and devices removed. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 05/20/2008. Info anticipated, but unavailable at this time.